Event description:
It was reported that in the ccu, difficulty was met when inserting the swg and dilator into the pt's internal jugular vein resulting damage to the tip of the dilator. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.